Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was isolated to bent pins on the monitor. Reporting out of abundance of caution. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.